Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a balloon leakage during iort (intraoperative radiation therapy procedure): initial inflation volume: 30cc. Aspiration volume (post-treatment): 10cc. Observation: upon completion of the radiotherapy fraction, only 10cc of fluid was recovered during the mandatory aspiration check. This indicates that there was a potential loss of 20cc volume loss during the treatment.